Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. It was reported the hcp wanted to troubleshoot the itb. The hcp had a dye study planned for (B)(6) 2020, and the patient was questioning why the hcp was doing a dye study vs a CT scan. On 2020-jun-26 (B)(4) (hcp,rep): additional information received from a healthcare provider via a manufacture representative reported the patient was experiencing lack of therapy and a catheter dye study to test the catheter. During the dye study the hcp was unable to aspirate the catheter so the dye study could not be performed. There were no further actions taken and the issue was not resolved.